Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: during our visual inspection, hair-like fiber (fm) was found in blister pack.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/22/2021. H.6. Investigation: a device history record review was completed for provided material number 305211 and lot number 9226947. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one physical sample and three photos were provided for evaluation by our quality team. The sample received came in a sealed packaging blister. A visual inspection was performed and there is a 1/2" long filament from a brush. In the three photos provided, one shows the packaging blister and two show the sample received. It could be possible for this defect to occur if during preventative maintenance a brush was used and the filament of the brush became loose and ended up in the packaging. Based on the investigation with the returned and photo sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: during our visual inspection, hair-like fiber (fm) was found in blister pack.